Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that battery on the insulin pump drained. The customer changed the battery and received a battery out limit alarm. Customer stated that the batteries were out of the insulin pump greater than duration allowed. Customer was advised this is normal behavior. Blood glucose value is unknown. Customer was assisted with setting the time and date and was advised to monitor the insulin pump.